Event description:
It was reported that the patient experienced hypoglycemia with blood glucose values of 54 mg/dl followed by 49 mg/dl after self-administering fast-acting subcutaneous insulin when the ilet had stopped dosing, and the patient was instructed to disconnect the ilet for two hours and to treat low glucose per standard guidance. Symptoms included hypoglycemia. Outcomes included troubleshooting and education on hypoglycemia treatment without alerts or alarms reported. Investigation included review of use scenario and user-reported actions. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device alarms reported and user-administered insulin and oral glucose documented. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.